Event description:
A male patient underwent abdominal aortic aneurysm repair on (B)(6) 2011. The physician was able to use the dilators and the zenith renu aaa ancillary graft converter was advanced with no problems. The physician was attempting to dock the top cap back down to the dilator. The nurse was stabilizing the metal cannula and when the physician was advancing the gray positioner, the graft moved inside the patient. The physician then explanted the zenith renu aaa ancillary graft converter and the zenith flex with spiral-z technology aaa endovascular graft. The physician believed this was not a result of the device but the anatomy of the patient. The outcome of the patient is unknown at this time.

Manufacturer narrative:
The sheath and subassembly were returned in a used and contaminated condition. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The endograft moved after deployment and advancement of the gray positioner. By report, the physician felt that the event was related to patient anatomy and not performance of the device. Examination of the complaint return was unremarkable. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.